Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the inability to manipulate the pump resulting in the device not working. The ipp cylinder, pump, and reservoir was explanted and replaced with a new tactra penile prosthesis (tpp). There were no patient complications following the procedure.